Event description:
Olympus received a request from the customer to schedule a reprocessing in-service on the oes cystonephrofiberscope. No patient infections or injuries reported.related patient identifiers: (B)(6).

Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Since no device serial number was provided, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reprocessed with the different procedure from the instruction manual was use error. Olympus will continue to monitor field performance for this device.